Event description:
A peritoneal dialysis registered nurse (pdrn) (B)(6), contacted (B)(6) customer service to report that the patient develops itching and rashes to the micropore surgical tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).